Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Always wash hands prior to use. Open the catheter package by peeling the tab upwards with the aid of the finger hole. If desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize. Clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow. Keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. Wash hands."

Event description:
It was reported that the go was too dry. It was later reported via email on (B)(6) 2018, from (B)(6), an international business center representative, that the catheter had no lubrication.